Event description:
I used renu with moisture loc contact lens solution from late 90's till 01/19/06. At that time was diagnosed with a fungus in my left eye, later formed into an ulcer center of my cornea. I have lost 10% vision in that eye.